Event description:
On (B)(6) 2010: the dialyzer (aps-15sa) was used for hemodialysis (hd). At 15 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 140=>60mmhg) and complained dyspnea. After tachycardia occurred, dialysis stopped temporarily. After the onset of these adverse events (aes), physiological saline 200ml and solu-cortef were administered, then blood pressure recovered to 130mmhg. The dialyzer was changed to another type, then hd was conducted without problem. On (B)(6) 2010: the dialyzer (aps-15sa) was used for hd. Blood pressure decreased (systolic blood pressure: =>60mmhg) and pt complained chest pain and observed yawning excessive. After the onset of these aes, physiological saline 450ml was administered, then hd was finished.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #301x1a. As a result, no abnormality was found in records. The 11,568 units of this lot # were distributed to the medical facilities and no similar event using this lot # was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.